Event description:
The neurosurgeon reported the tip broke off the wire while being used to advance a neurovascular stent to the right a1 segment of the anterior communicating (acom) artery, for a cerebral aneurysm embolization. The broken tip remained inside the stent catheter, and was retrieved along with the stent system before deployment. The neurosurgeon reported the patient was a level four on the hunt-hess scale post subarachnoid hemorrhage (sah), but reported that there was no patient complications.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. In addition, boston scientific has requested additional information from the neurosurgeon in order to get clarification as to when the subarachnoid hemorrhage occurred, and whether or not it was related to the reported event. If the device is returned, and further significant information is found, a supplemental report will follow.